Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display screen was damaged, cracked, and blank. The reporter stated that the pump did not experience trauma prior to the display issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.